Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation of (fallopian tube(s)") and device dislocation ("migration of essure device location- hysteroscopy showed the right side device migrated") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (two live births on (B)(6) 2007 and (B)(6) 2011.), (B)(6) immunisation from 2009 to 2010, bloating, constipation, heartburn and live birth (((B)(6) 2007, (B)(6) 2011)). Patient had take 0-1 drink per week. Concurrent conditions included cholecystectomy since (B)(6) 2013, cholecystectomy since 2013, uterine synechiae and anesthesia (general estimated blood loss: minimal). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal abnormal bleeding") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced depression ("psychological or psychiatric problems- depression"), stress ("stress"), anxiety ("mental anguish/anxiety") and weight increased ("weight gain"). In 2016, the patient experienced gastrooesophageal reflux disease ("gerd"). In (B)(6) 2016, the patient experienced ovarian cyst ("reproductive system disorder or condition -cysts in ovaries") and endometriosis ("endometriosis"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("menorrhagia abnormal bleeding"), abdominal pain lower ("cramping//soreness"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type -ibs"), infection ("infection (other)"), paraesthesia ("neurological conditions or problems type - tingling in hands and feet"), back pain ("back pain"), discomfort ("heaviness"), abdominal pain ("abdominal pain") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, abdominal pain lower, dyspareunia, fatigue, gastrooesophageal reflux disease, infection, migraine, headache, stress, ovarian cyst, endometriosis, vaginal discharge, weight increased and arthralgia outcome was unknown, the nausea, paraesthesia, depression, anxiety, back pain and abdominal pain had resolved and the discomfort was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, discomfort, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, infection, irritable bowel syndrome, menorrhagia, migraine, nausea, ovarian cyst, paraesthesia, stress, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Patient had performed MRI or CT scan test on (B)(6) 2012 MRI or CT scan. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 31-jan-2018: plaintiff fact sheet and medical record received- new reporter, patient demographic information, patient relevant history, product indication permanent birth control by bilateral occlusion of the fallopian tubes, new events- device breakage, perforation of fallopian tube s, migration of essure device location- hysteroscopy showed the right side device migrated, vaginal abnormal bleeding, menorrhagia abnormal bleeding, apareunia inability to have sexual intercourse, dysmenorrhea cramping, dyspareunia painful sexual intercourse, fatigue, gastrointestinal or digestive system condition type ¿ibs, gerd, infection other, migraines, headaches, nausea, neurological conditions or problems type - tingling in hands, psychological or psychiatric problems- depression, stress, mental anguish, reproductive system disorder or condition -cysts in ovaries, endometriosis, vaginal discharge, weight gain, back pain, heaviness, abdominal pain, and joint pain were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation of (fallopian tube(s)"), device dislocation ("migration of essure device location- hysteroscopy showed the right side device migrated") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (two live births on (B)(6)2007 and (B)(6)2011.), human papilloma virus immunisation from 2009 to 2010, bloating, constipation, heartburn, multiparous (B)(6)2007, (B)(6)2011)) and loop electrosurgical excision procedure from 2009 to 2010. *patient had take 0-1 drink per week. Previously administered products included for contraception: iud from 2008 to (B)(6)2010. Concurrent conditions included cholecystectomy since august 2013, cholecystectomy since (B)(6)2013, uterine synechiae, anesthesia (general estimated blood loss: minimal) and obesity. In (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced abdominal pain lower ("cramping"), migraine ("migraines"), headache ("headaches"), paraesthesia ("neurological conditions or problems type - tingling in hands and feet") and vaginal discharge ("vaginal discharge"). In (B)(6)2012, the patient experienced menorrhagia ("menorrhagia abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced nausea ("nausea"). On (B)(6)2012, the patient experienced vaginal haemorrhage ("vaginal abnormal bleeding") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced fatigue ("fatigue"), depression ("psychological or psychiatric problems- depression"), stress ("stress") and anxiety ("mental anguish/anxiety") and was found to have weight increased ("weight gain"). In 2016, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type -ibs") and gastrooesophageal reflux disease ("gerd"). In (B)(6)2016, the patient experienced ovarian cyst ("reproductive system disorder or condition -cysts in ovaries") and endometriosis ("endometriosis"). On (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infection (other)"), back pain ("back pain"), discomfort ("heaviness"), abdominal pain ("abdominal pain") and arthralgia ("joint pain"). The patient was treated with surgery (d and c and essure removal bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, menorrhagia, female sexual dysfunction, dysmenorrhoea, abdominal pain lower, dyspareunia, fatigue, gastrooesophageal reflux disease, infection, migraine, headache, stress, ovarian cyst, endometriosis, vaginal discharge, weight increased and arthralgia outcome was unknown, the genital haemorrhage, vaginal haemorrhage, paraesthesia, anxiety, back pain and abdominal pain had resolved and the nausea, depression and discomfort was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, discomfort, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, headache, infection, irritable bowel syndrome, menorrhagia, migraine, nausea, ovarian cyst, paraesthesia, stress, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Patient had performed MRI or CT scan test on (B)(6)2012 MRI or CT scan. Plaintiff was told essure was inserted correctly and visible through scan in (B)(6)2012 by (healthcare provider). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-feb-2019: plaintiff fact sheet-reporter information, event abnormal bleeding and she was recovering from the events depression and nausea (previously reported as recovered). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.